Manufacturer narrative:
H4: the lot was manufactured from june 23, 2023, to june 27, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. The leak was observed in the yellow packaging prior to patient use. There was no patient involvement. No additional information is available.